Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Visual inspection was performed on the returned meter and contamination was observed in the battery compartment. However, the meter did power on with button depression and with strip insertion. A control solution testing was performed and all results were satisfactory. No malfunction or product deficiency was identified. The reported test strips were not returned. Extended investigation was also performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs for all precision strip within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Retain testing was not performed for (precision strip) because lot expired on 28 feb 2008. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the strips are returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Caller reported that on (B)(6) 2018 at 10:39pm, the customer received a reading of 22 mg/dl on the adc meter while using expired test strips (exp 28-feb-2008). Customer ate dinner (time unspecified) and reportedly experienced a headache and a lack of energy and was treated with "little candies", "two pieces of assorted gummy fruit slices that contains 29grams of sugar each", and "two pieces of relion fruit punch glucose tablets, each of which contains 4grams of carbs and 4grams of sugar" by her husband. Customer reported "after all those sugar candies, (her) blood sugar still won't go up" and paramedics were called at 3:00am on (B)(6) 2018. Upon arrival of the paramedics, a reading of 400 mg/dl was obtained on their device, and customer was transported to a hospital where she was diagnosed with hyperglycemia. At 6:00am, the customer was treated with insulin (dose/type unspecified) and at 7:00am, a reading of 350 mg/dl was obtained on the hcp meter and the customer was sent home.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported that on (B)(6) 2018 at 10:39pm, the customer received a reading of 22 mg/dl on the adc meter while using expired test strips (exp 28-feb-2008). Customer ate dinner (time unspecified) and reportedly experienced a headache and a lack of energy and was treated with "little candies", "two pieces of assorted gummy fruit slices that contains 29grams of sugar each", and "two pieces of relion fruit punch glucose tablets, each of which contains 4grams of carbs and 4grams of sugar" by her husband. Customer reported "after all those sugar candies, (her) blood sugar still won't go up" and paramedics were called at 3:00am on (B)(6) 2018. Upon arrival of the paramedics, a reading of 400 mg/dl was obtained on their device, and customer was transported to a hospital where she was diagnosed with hyperglycemia. At 6:00am, the customer was treated with insulin (dose/type unspecified) and at 7:00am, a reading of 350 mg/dl was obtained on the hcp meter and the customer was sent home.